Event description:
It was reported that the resectoscope had a broken ceramic tip. Because a piece broke off, and we don't know where or how, we cannot rule out the possibility that it fell off in a pt, therefore, we have decided to report.

Manufacturer narrative:
Visual inspection of the instrument finds the ceramic tip to be chipped. The remaining portion of the ceramic tip is securely glued inside the distal end of the sheath tube. The origin of the chip appears to be heat induced from a spot exhibiting black residue and flaking. The balance of the instrument is in good physical condition. The exact cause of the breakage of the ceramic tip cannot be determined, but due to the presence of burn marks on the ceramic tip noted in figure 1 the likely cause of failure is determined to be customer misuse/ mishandling. A search of prior incidents for this type of instrument with the same or similar verbiage in the problem description reveals several common root causes as follows: exposure of laser energy to the ceramic tip, which can cause overheating and cracking/breaking of the ceramic material. Application of excessive lateral force on the instrument during insertion or removal from the cysto sheath, which fractures the ceramic and causes pieces of the ceramic to break from the tip. Dents or other damage to the steel tube are indicators of this type of misuse. Please note that this mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. Dropping the instrument or hitting the tip against other instruments or against sterilization containers is another common cause of ceramic tip breakage. This type of damage to the ceramic tip can result in complete separation of the tip or possible chips or cracks in the tip that will lead to failure during subsequent handling or use.